Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 5 states, "periarticular calcification or ossification, with or without impediment of joint mobility." Number 13 states, ¿problems of the knee or ankle of the affected limb or contralateral limb aggravated by leg length discrepancy, too much femoral medialization or muscle deficiencies.¿ this report is number 1 of 2 MDR's filed for the same event (reference 1825034-2014-01846 and 2014-07354).

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) clinical study. It was reported that patient underwent a left total hip arthroplasty on an unknown date. During post operative monitoring and testing, a malpositioned cup and periosteal reaction on the femur were noted. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date. It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2003. During post operative monitoring and testing; limp and leg length discrepancy was noted. Product identification has been reported.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a 522 clinical study. It was reported that patient underwent a left total hip arthroplasty on an unknown date. During post operative monitoring and testing, a malpositioned cup and periosteal reaction on the femur were noted. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: expiration date - unknown; date implanted - unknown; PMA/510(k) number; manufacture date ¿ unknown.